Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a rear response button being pulled out of the connector, causing it to be non-functional. Upon further investigation, there was contamination on and in j4 plug on the defibrillation board. The root cause of the non-functional response button cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.